Event description:
The customer reported that after experiencing a power outage, their configurations were incorrect which caused red alarms not to alarm in every room.

Manufacturer narrative:
The customer reported that after experiencing a power outage, their configurations were incorrect which caused red alarms not to alarm in every room. Philips is in the process of obtaining add'l info concerning this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).